Event description:
It was reported that a pump was being used for nutrition and it is alleged to have overdelivered. The pt was in the care of a nurse while the pt's were out of the house. After returning, the family members heard that the pump made another noise than it usually does. Reportedly, the pump ran with "full speed". The pump was stopped. The pump was restarted and again ran "with the same velocity". The infusion was halted. There was no error code, no damage occurred to the pump, nor had it become wet. They do not know the amount, if any, of overinfusion. Normally 2000 ml are applied within 19 hr (about 110 ml/hr), the reporter felt there was a risk of hyperglycemia, though there was no harm to the pt. No more info forthcoming due to data protection law.